Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had a defibrillation error. The device was in use on a patient and the patient expired. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device had a defibrillation error. The device was in use on a patient and the patient expired. The customer wanted confirmation of the device performance.